Event description:
Doctor started a central line in right internal jugular. When he removed the wire, it came out curled and the catheter was unable to aspirate. This resulted in doctor to have to place a second central line in the right internal jugular after removing the first attempt.